Event description:
I had a CPAP mask that wasn't fitting correctly so I took it back to the store on a 30 day warranty. They tried to give me a trial mask that clearly been worn with looked to be unsanitary stuff around the nose areas did not look clean at all. Then I told them I want a new one in a bag and they gave me one that was already opened with pieces missing out of it. I was told the original mask would be billed to insurance company, not the new cheaper one and the insurance said they can't bill for the one you don't have. I believe these products being used and open and not saying they are used is a violation of law. When I got the machine it didn't come in a box, new. It was already open in a duffel bag not knowing if it was new or not. FDA safety report ID# (B)(4).